Event description:
It was reported that "doing vascular access to the patient, when pumping to test the patency of the catheter, the anterior section of the catheter leaked and no fluid came out at the outlet, causing no harm to the patient, and the catheter was replaced."

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.